Event description:
It was reported that the ventilator's baterries flew out of the module compartment. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by customer. According to the information provided, the ventilator became magnetically attracted to an MRI scanner. As user was pulling device away from MRI scanner, two of six battery modules flew out of the module compartment. At the time of the event, no patient was connected to the ventilator. The device was checked and locking device for battery modules was found damaged, which made it impossible to fully lock the battery module. The clips in battery compartment were replaced. The device was put back into clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked or if the ventilator is placed inside the safety line. According to received information, it is unknown if the wheel of the ventilator were locked or if the device was secured in a strap from the wall. The gauss safety line was marked on the floor and according to the technician the device was behind the line getting set up when it became magnetically attracted to an MRI scanner. Our conclusion is that battery modules flew out of the compartment due to damaged locking device, when device was too close to MRI scanner. The incident with device being magnetically attracted to an MRI scanner may be caused by the user not following the requirements for use of the ventilator in mr environment. However, the exact root cause has not been established. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).